Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: it was reported there were black spots on the syringe barrel. One sample was provided to our quality team for investigation. Through visual inspection, small black ink stains are observed on the syringe barrel, verifying the reported incident. A device history review was performed for reported lot 2504069, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to this event were found. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no related issues were observed. While we cannot identify a direct cause, this likely occurred during the marking process. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event description: I am writing to inform you of an incident involving the following medical device: material#301229. Batch: 2504069. Date of event: 11/09/2025. Location of event: pharmacy. Reason: presence of numerous black spots on the plastic, observed on and inside the neck. Difficulty in determining whether the black spots are inside or outside the syringe and whether they can become detached. Proven consequences: no consequences.